Manufacturer narrative:
A biomet employee obtained event details from comments posted on an internet forum pertaining to knee replacements and forwarded the information for investigation; however, the information contained in the post is very limited. Without appropriate identification, the manufacturing and invoice history cannot be reviewed to aid in investigation. Date of event - onset in (B)(6) 2011 expiry date - unknown as no product identification has been provided. Date implanted - (B)(6) 2010 initial reporter - patient's spouse posted a comment on an internet forum pertaining to knee replacements with regard to the issues her husband is having with his biomet knee. Manufacture date - unknown as no product identification has been provided. This report filed (B)(4), 2011.

Event description:
Patient's spouse reported that patient underwent total knee arthroplasty in (B)(6) of 2010. Subsequently, the patient reportedly began having problems with the knee popping and slipping. It was further reported that radiographs were taken and the surgeon found nothing remarkable, but told the patient that a revision procedure may be necessary to replace the femoral component. No further information has been provided to date.